Event description:
The customer reported the system would not save images. No patient injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. No ge service was performed. No conclusion can be drawn as repair information is not available.